Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient the 840 ventilator shut down. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The diagnostic error at the time of the occurrence indicated the ventilator had a loss of bd (breath delivery) communications. The customer has been unable to duplicate the event. Customer will run ventilator on test lung.